Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient was admitted to the facility where the surgeon performed spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., into the lateral fusion mass defect/fracture at l4/5). Post-op patient reportedly had "chronic back pain, severe pain in both legs and in her feet, constant swelling in her legs, cramping in her legs, rash on her legs, and numbness and tingling in her feet. Patient had difficulty sitting, standing, walking and sleeping, and requires use of a cane to assist in ambulation. Patient also suffers from bladder dysfunction,".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.